Event description:
It was reported that the burr became stuck with the wire. A 2.00mm peripheral rotalink plus and a peripheral rotawire guidewire were selected for use. During the procedure, it was noted that the burr became stuck with the wire. The device was removed through dynaglide mode and the procedure was completed with the original device. No complications were reported and patient was stable post procedure.

Event description:
It was reported that the burr became stuck with the wire. A 2.00mm peripheral rotalink plus and a peripheral rotawire guidewire were selected for use. During the procedure, it was noted that the burr became stuck with the wire. The device was removed through dynaglide mode and the procedure was completed with the original device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at the proximal end of the rotawire. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was not able to be fully inserted due to the kink in the proximal end of the rotawire. No other issues were identified during the product analysis.